Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump alarmed motor error during a bolus and it alarmed again after he rewound the insulin pump. The motor error alarm was recurring. The insulin pump was dropped a few times. The battery compartment was cracked and was missing a piece. The insulin pump was exposed to a x-ray at the airport. The customer was unable to complete the rewind sequence. Customer's blood glucose level was 256 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had missing segments due to cracked zebra connector on lcd board. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.